Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an imager diagnostic catheter. The device was inspected for any damage. It was noticed that the device showed a separated tip approximately 3cm from the tip. This tip did not return. No other damage was noticed on the devices shaft. Inspection of the remainder of the device, apart from the observed damage on the box, revealed no other damage or irregularities.

Event description:
It was reported that tip detachment occurred. An imager ii diagnostic was selected for use. The device was unpacked and the tip of the catheter was noticed to be weak and detached as the physician bended the tip of the catheter. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. An imager ii diagnostic was selected for use. The device was unpacked and the tip of the catheter was noticed to be weak and detached as the physician bended the tip of the catheter. The procedure was completed with a different device. No patient complications were reported.